Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when any employee or appointed representative company (including international affiliate, distributor, salesperson, or temporary contractor) with j&j wwid becomes aware of this event? Answer: the hospital sent the complaint on (B)(6) 2023 by email. Although in the report filled with the date of (B)(6) 2023, this information was sent at the end of february. Due to the high flow, I was able to see the message at the end of the 24th. I sought more information from the hospital by phone and managed to finalize the information and send it on 01/03. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify according to the shopping department of the heart hospital, which received the initial notification of the surgical center, the wires presented problems in the intraoperative use. According to the additional information, the correct alert date is: (B)(6) 2023 and the event date is (B)(6) 2023. It is necessary to correct the alert date. Events reported via: 2210968-2023-01529, 2210968-2023-01530.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the threads are easily ruptured in the suture process. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01528, 2210968-2023-01529, 2210968-2023-01530 product complaint # (B)(4). Date sent to the FDA: 3/30/2023. Corrected information: h6 (b18- device discarded). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.